Event description:
Pt underwent arthroscopic evaluation of left knee and meniscal repair on (B)(6) 2018. During a post-operative visit 5 days later, the surgeon found via x-ray a foreign body, which was found to be a piece of 1.1mm guidewire which was removed in (B)(6) 2018. A 4mm piece of guidewire broke off and was found in pt. Product is a toggleloc washerloc disposable guidewire. Pt taken back to surgery on (B)(6) 2018 for removal of piece of guidewire.